Event description:
It was reported that 2 of the bd plastipak¿ syringes had foreign matter. The following was tanslated from dutch to english: "for the second time now we see a small black particle in a 50 cc syringe. Theoretically this could come from the syringe but also from the filter needle or the propofol. Attached are pictures of the syringe (including packaging and lot number) and the bottle of propofol".

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Photo samples were provided to our quality team for investigation. Through visual inspection, a black particle is observed in the barrel. A device history review was performed for reported lot 2306798, no deviations or non-conformances related to this issue were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter and equipment routinely undergoes proper maintenance and cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Without the physical sample, we cannot identify the particle therefore the origin cannot be established. Based on the available information, a definitive root cause cannot be identified at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd plastipak¿ syringes had foreign matter. The following was tanslated from dutch to english: "for the second time now we see a small black particle in a 50 cc syringe. Theoretically this could come from the syringe but also from the filter needle or the propofol. Attached are pictures of the syringe (including packaging and lot number) and the bottle of propofol".